Event description:
Additional information was received that the cause of oor sli was not determined. They planned to continue monitoring the patient. Lead integrity test was not performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
----

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) which was detected via patient's remote monitoring system. There were no reports of other lead measurement or patient harm. This rv lead remains in service. No adverse patient effects were reported.